Event description:
It was reported the patient underwent spinal surgery with instrumentation from l3 to l5. Reportedly fusion occurred. The patient's rod broke three years post-op. The patient is asymptomatic. The surgeon has chosen not to explant the device at this time. No further patient complications were reported.

Manufacturer narrative:
(B) (4). No medwatch was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete date on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a."